Manufacturer narrative:
The reported event of far r oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2023. The patient status was unknown.

Event description:
It was reported a patient presented with asystole due to inhibition of pacing from far p oversensing. No changes were reported. The patient was stable.